Manufacturer narrative:
B3 - date of event is estimated. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications comparing barthel index with outcomes of valve replacements were reported in a research article. Some of the complications reported were pacemaker implant, cerebrovascular event, delirium, atrial fibrillation, renal replacement therapy, and paravalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "impact of the barthel index score and prognosis on patients undergoing transcatheter aortic valve replacement and surgical aortic valve replacement", was reviewed. The article presented a retrospective, single center study to examine the relationship between the barthel index (bi) score and postoperative outcomes in patients who underwent transcatheter aortic valve replacement (tavr) and surgical aortic valve replacement (savr). Devices included in this study were sapien xt/3, corevalve evolut r/pro/pro+, cep magna/magna ease, inspiris resilia, trifecta, mitroflow, and sjm regent. The article concluded the bi score at discharge was a significant risk factor for long-term mortality in the savr group, with a cut-off value of 60.0. [The primary and corresponding author was yasumi maze, department of thoracic and cardiovascular surgery, (B)(6) hospital, (B)(6), japan, with corresponding email: (B)(6).]